Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 01/08/2016, to report that he experienced a skin reaction on (B)(6) 2016. Sensor was inserted at the arm on (B)(6) 2016. Patient stated that he experienced the skin reaction immediately under the sensor tape. Patient described the skin reaction as a red and bumpy rash. Patient treats the affected area with over the counter (otc) cortisone cream, suggested by his physician at a non-dexcom related office visit that occurred on (B)(6) 2016. At the time of contact, patient reported current condition as "still experiencing rash". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, the sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.